Event description:
It was reported that during an implant attempt, the helix of the lead wasn¿t extending properly, then after many attempts it whirled out. Then the physician was unable to retract it. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that the lead was returned with the helix fully extended and it was able to be extended and retracted. (B)(4).